Event description:
V-pad was placed for hemostasis prior to pressure dressing application after catherization of right femoral puncture. It was noted that when the staff removed the pad, there was an area that was reddened, not quite a burn but reddened skin. This happened a second time and it occurred on infants. Two incidents with no harm to patients. It was not the first or last pad in the box but the middle pad that was used both times. Per staff, they have always used this pad and never had any issues. At this time, they are no longer using the v-pad.what was the original intended procedure?cardiac catherization to evaluate cardiac functioning prior to surgery.device #1is this a laboratory device or laboratory test?no.